Manufacturer narrative:
(B)(4). Final analysis found that the inner coil was fractured at 46.0cm from the connector pin. An open circuit was found at the same location.

Event description:
It was reported that high impedance was observed on the left ventricular lead as well as increased capture thresholds in (B)(6) 2015. No patient symptoms were reported. Device reprogramming was performed. The lead was successfully explanted during a device changeout procedure.